Manufacturer narrative:
Additional information received on 10 june 2016 and includes: the pathogen is nocardia farcinica. Batch review performed on (B)(6) 2016. Lot 147666: (B)(4) items manufactured and released on 24 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient came in due to signs of infection. The surgeon performed an I & d on the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.